Event description:
It was reported that the patient presented to clinic for a routine follow-up. The pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.